Manufacturer narrative:
The sample was li heparin plasma without a gel barrier that was centrifuged for 5 minutes at 3700 rpm. The sample was aspirated from an insert cup within the primary collection tube. Qc was within the customer's established ranges prior to the event. The customer performed a diagnostic system check after the event which failed out of specifications high but passed upon repeat. Qc was then performed again and was within the customer's established ranges. The customer pulled a sample that was already analyzed and tested it on the 2 instruments and the results correlated well. A field service engineer (fse) went on-site (B)(4) 2011 and performed a high-sensitivity system check which met specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely elevated ckmb result of 62.8ng/ml generated by the access 2 immunoassay analyzer. Repeat testing on a different instrument gave a result of 1.7ng/ml which was within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.